Event description:
(B)(4). The essure was placed in 2007. For many years since I have had chronic headaches, migraines, low back pain, brain fog, extreme lethargy, muscle weakness. In the last 2 years I have had intermittent sharp stabbing pain in my pelvic area, and vaginal area. This entire time I did not associate these symptoms with essure until I saw news reports.